Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 10jul2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The technician replaced the touchscreen to address the reported problem. The unit was tested and no further abnormalities were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.